Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg) 45 mg/dl; cause was not known. Soda was consumed to address low bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.

Manufacturer narrative:
Blood glucose (bg) values below 45 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019 and on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. Lowest bg recorded on (B)(6) 2019 was 58 mg/dl. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Prior to the low bg on (B)(6) 2019, user requested a 7.24 unit bolus for 60 grams of carbohydrates and a bg of 144 mg/dl. Prior to the low bg on (B)(6) 2019, user requested a 4.5 unit bolus for 45 grams of carbohydrates, then requested a 2 unit override bolus approximately half an hour later while still having insulin on board. There were no erratic basal rate adjustments. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.